Manufacturer narrative:
(B)(4). Initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information has been requested in order to progress with this investigation and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the left hip after approximately 1 year and 9 months due to acetabular cup loosening.